Manufacturer narrative:
This report is being amended to reflect changes. Per the instrument/provisional use and care, do not use instruments/provisionals that are deformed, corroded, damaged or worn. They may not perform as intended. The wear marks and damages suggest that the device was used multiple times. It is likely that the damage is a result of normal wear during the instrument's field life. A product history search revealed no additional complaints against the related part and lot combination. Visual inspection of the connection bolt confirms that the threads are damaged. The threads would not accept the thread gauge due to the damage. It has also been noted that the internal surface of the hexagonal feature is damaged and the external surface also exhibits wear marks. There is some burnishing also seen near the threads. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The connection bolt was manufactured on jun 22, 2009 and therefore had been in the field for approximately 6 years. It is unknown how many times the device had been used during that time

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the bolt would not thread into the nail.